Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05280 and 3005099803-2012-05281 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after opening the clip assembly within the patient, an attempt was made to readjust the resolution clip device (MFR # 3005099803-2012-05280), however, the "clip would not deploy". It is not currently known if this references a clip failure to release from the delivery catheter scenario. The device was withdrawn intact, and then a second resolution clip device (MFR # 3005099803-2012-05281) was used. Reportedly, after being closed, the clip "would not open" or deploy. The second clipping device was removed intact, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been discarded by the user and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.